Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. The customer declined follow-up from tandem technical support regarding the issue; therefore no additional information was obtained. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a correction bolus.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.